Manufacturer narrative:
The product is not available for evaluation and testing. During negative preparation of the 150 cm. Saber 3 mm. 20 cm. Balloon catheter (bc), air bubbles were continued to be seen. The product was not clinically used in the patient. There was no reported patient injury. Another product was used to complete the procedure successfully. No additional information including target lesion information is available.   The device was not returned for analysis. A device history record (DHR) review of lot 17572489 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural factors is a possible factor. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, during negative preparation of the 150 cm. Saber 3 mm. 20 cm. Balloon catheter, air bubbles were continued to be seen. The product was not clinically used in the patient. There was no reported patient injury. Another product was used to complete the procedure successfully. The product will not be returned for analysis. No additional information including target lesion information is available.